Event description:
A urology consult was obtained on this pt's suprapubic catheter, which was not draining well. The physician's assistant evaluated and determined obstruction. The pa-c attempted to deflate the catheter's balloon and was unable to deflate it. A urethral foley catheter was placed in the interim and 800 ml of urine was drained from the bladder. The next day, the consulting urologist -m.d.- evaluated the pt and the device. The urologist also attempted to deflate the balloon but was not successful. A spinal needle was used to rupture the balloon in order to remove it from the pt. The catheter was discarded. After removal from the urologist. Therefore, the lot# and french size of the product in question cannot be confirmed.